Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ impella cp with smartassist system section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Event description:
The user facility reported an attempted implant of an impella cp device for mechanical circulatory support to an unknown age patient with cardiogenic shock from an acute myocardial infarction was unsuccessful. Details of the situation and fluoroscopic images were confirmed, and after inserting the impella cp into the left ventricle, the stiff/floppy switch part of the placement guidewire was found to be stuck near the discharge hole. Although attempts were made to remove the placement guidewire by pushing and pulling it several times, the shaft of the impella kinked, and the shaft twisted violently inside the blood vessel and made a full circle. At this time, arrhythmia was also occurring. The impella cp and placement guidewire were quickly pushed and pulled to quickly remove the kinks and twists and lowered to the descending aorta. The placement guidewire came off the impella just above the sheath of the descending aorta, and the impella cp and placement guidewire were removed from the body. Due to concerns about the effect of vascular tortuosity, a new pump was not used, and an intra-aortic balloon pump was used instead. The patient's outcome following the event is unknown. However, there was no report or indication of adverse effects to the patient following the event.

Manufacturer narrative:
The investigation has been completed. The impella was returned for evaluation. Visual inspection found a kink on the guidewire (gw) coil and cannula about 15 millimeters from the outflow cage and cannula bonding site. No other issues were found on the rest of the pump. As the patient had vascular tortuosity, both cannula and the gw were kinked during the difficult placement resulted in difficult removal of gw. The root cause of delivery issue was most likely patient condition. As the necessary information was not provided, the root cause of the arrhythmia was not determined.